Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had open heart surgery and was wearing the device which allegedly agitated the surgical wound and cause an infection. There was no alleged device malfunction. The patient went to the hospital for treatment of the infection. The patient's irritation condition is unknown at this time as follow up attempts were unsuccessful.